Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. Concomitant product: c4tr01. (B)(4).

Event description:
It was reported that the patient was more symptomatic with pacing. It was suspected that the position of the left ventricular lead was not optimal for the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.